Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd pegasus¿ safety closed IV catheter system leaked at the septum during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation results: a photo was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the photo provided. The batch record was reviewed, no related abnormalities were found. Because the sample was not returned our investigators were unable to conduct a leakage test to determine the origin and subsequent root cause for the reported failure mode.